Manufacturer narrative:
B1 & b2 changed from product problem to adverse event & product problem g2 added health professional h1 changed from malfunction to serious injury h6 updated codes.

Event description:
The account alleges the sheath did not peel down the middle as normal. One side peeled partially and then broke about one third of the way down. All of the peel away sheath was able to be removed from the patient after it malfunctioned. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.